Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the system unexpected rebooted. The system shut down and rebooted itself during the procedure. There was less than an hour delay in the case. No impact on patient outcome. Only the navigation was aborted. The health care professional didn¿t want to take the chance of the system failing again and wasting more time. The procedure was completed successfully. The system was plugged into a functional outlet. The patient was under anesthesia.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.